Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an unexpected reset and that an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy